Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. The customer reported complaint was not replicated or confirmed. The instrument was returned with the electrical cord cut. As a result, the instrument could not be tested for energy delivery, cut, or grip force. The instrument was installed on an in-house system and passed the self-test. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument had inadequate closure resulting in insufficient sealing of tissue. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event. It is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci-assisted esophagogastrostomy surgical procedure, the vessel sealer extend instrument had inadequate closure resulting in insufficient sealing of tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.